Event description:
Scrub reports that it was difficult for surgeon to slide black slider when firing the stapler; difficult to slide on first and second load of stapler. Stapler replaced on the field to complete the case.